Event description:
Event description guidant received information that one day post implant, this right ventricular lead dislodged. This patient was schizophrenic and kept thrashing his arm up and down overnight despite having been told not to and wearing a sling. The dislodgement was confirmed by flouro and the physician elected to replace the lead rather than reposition it. During the replacement procedure, the patient was unrestrainable and placement difficulty was experienced while attempting to implant a new lead with a fixed screw mechanism. The patient's thrashing led to several dislodgements and due to the difficulty of placing a fixed screw lead in an uncooperative patient, the physician elected to implant a competitor's lead with an extendable/retractable helix mechanism.